Event description:
The customer also stated that there were air bubbles in the reservoir. The customer declined troubleshooting. The customer's blood glucose was 128 mg/dl. Nothing further was reported.